Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03jan2020.

Event description:
The customer reported a ventilator that emitted a "howling, low-pitched noise." There was no patient involvement or harm.

Manufacturer narrative:
G4: 06jan2020. B4: (B)(6) 2020. H11: the customer reported low howling pitch noise. The service technician verified the reported problem. The service technician found that noise is coming from the blower. Blower needs to be replaced. Noisy blower it's not a reportable condition. This was reported inadvertently reported under MDR#2031642-2020-00041. The blower will be replaced when the customer approved the quote for repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.